Event description:
It was reported that the bearing was broken. At the time of report, there was no patient involved.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the bearings were broken and detached. The likely cause of failure is due to the corrosion. It was noted that the spring was found to be corroded, the bearings were corroded, and the attachment was found to be cosmetically okay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.